Manufacturer narrative:
H10: internal complaint reference case-2021-00072117-1. H2: additional information in b5. H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned without anchors or suture. The actuator and actuator tip were in the t1 predeployment position. No physical damage visible to the device. A functional evaluation revealed the device functions as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. There was no relationship found between the device and the reported event. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. Correction in h6 (health effect - impact code) and a1 (should be read in blank).

Event description:
It was reported that during a meniscus repair, the t2 implant of the fast fix 360 device would not deploy. A non-significant surgical delay was reported. The procedure was completed using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during use in a meniscus repair, the t2 of four fast fix would not deploy. A delay less or equal than 30 minutes were reported. The procedure was completed with a smith and nephew back up device. No patient complications were reported.